Event description:
It was reported that the there was an inaccurate lead impedance measurement on a carelink report. It was recommended that the patient re-transmit and that second download showed the lead impedance to be back in the normal range. The patient was brought into the clinic the next day for a complete check, testing and pocket manipulation and no adverse responses were seen. The caller was satisfied that the displayed value was a misrepresentation of the actual lead impedance. The lead and the remote monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 5076-52 lead: implanted: (B)(6) 2005, 5076-45 lead: implanted: (B)(6) 2005. (B)(4). This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements.